Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 38 mg/dl. At the time of incidence. Customer's current blood glucose level was 316 mg/dl. Customer was alleging that the insulin pump was under delivering. Customer was treated with glucose. Customer was declined to troubleshoot. The insulin pump will not be returned device for analysis.